Manufacturer narrative:
Complaint (B)(4). Received 1rk 454067p/b190338e for evaluation. We have no further inventory of the material/batch. Quality and production documents were reviewed for 454067p/b190338e and no deviations were observed. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The complaint could not be duplicated on the customer samples.

Event description:
Customer states tubes are underfilling. Customer confirmed 2 collection sites reported issues: one stated 10% of tubes underfilling and the other stated 50% of tubes underfilling. Sister hospital using same lot had no issues. Butterflies and straight needles used. Discard tube is used when coag tube drawn. Phlebotomists hold the tube in the holder with their thumb to avoid kickback.